Event description:
Had zimmer biomet hip replacement partial never healed have suffered almost 2 years had three drs none wanted to do revision bad socket and tears sand many other issues. I contacted the zimmer company whom a note came on my email is said warning; this is not zimmer biomet I thought I was talking to them; still not sure I just want to get better so much pain. I have suffered I cannot lie on the right side, can't do anything I did before, like I was bowling 3 times weekly and having fun. Now just confined to home no activity all because I got bad implant.'